Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-03313.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Evaluation, results: a visual inspection of the ipg found the header assembly was discolored and the upper setscrew spectum had a void along the adhesive. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. It was concluded the reason for the pt feeling a sudden surge of stimulation briefly at the incision site was due to the adhesive void along the setscrew septum, which allow fluid to migrate into the header assembly. The void could allow an electrical path at the setscrew location, which could result in fluid migration and cause changes to the system impedances and stimulation output. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.